Event description:
Litigation papers allege the patient suffered pain and toxic levels of metal ions in his blood. Update: ((B)(6)2012) - patient fact sheet was received. The part/lot numbers have been updated. The sticker sheet also states the side as the left side. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013-sales rep reported revision surgery due to patients request. Patient has no symptoms per rep. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified correct part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffered pain and toxic levels of metal ions in his blood.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.